Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the rv lead exhibited high threshold.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood and body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. The analyst noted there is a cut in the outer insulation with minimal blood ingression at 10.7 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead, and alert triggered right ventricular pacing impedance out of range, a polarity switch occurred, and the lead exhibited no capture. The rv was explanted and replaced. No patient complications have been reported as a result of this event.